Event description:
It was reported that the device displayed an error code as 41622. Typically, this indicates a problem with the pump's motor or related components. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to be performed due to the issue with the motor. The motor and camshaft bearing were replaced. The device was then able to pass all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.